Event description:
A malfunction alarm was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was instructed that they could continue using the pump and to call back if the issue reoccurred.